Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient called in regarding upcoming MRI. Patient inquired if MRI can be performed without using the controller, which has been powered off and unused for 3 weeks following a fall. Patient stated their doctor advised not to used the controller after the incident because they feared that the implant might be damaged. Agent advised the patient to power on their controller at the time of their scheduled MRI, set it to MRI mode and ensure the controller and implant were charged to at least 30%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating their hcp told them to avoid use of the ins until they could have it examined. Patient stated they charged their ins for the first time since the fall last night, to prepare for an MRI; ins was able to reach 100%, but the whole time they charged, they experienced a constant "mild/moderate" burning sensation at their implant site. After telling the medical staff, they did not do the MRI. Patient stated their hcp expressed concerns about the ins being damaged internally by the patient's fall back in december; hcp suggested to the patient there may have been an issue with the leads or battery, which caused the burning sensation. Patient will continue to work with hcp.